Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Report received of no audible alarm tone. During preventative maintenance testing by the user facility, the device did not have an audible alarm tone on the low volume setting. There was no pt involvement. Though requested, no additional info was provided.